Event description:
In the customers words: "uterine rupture after using iupc for amnioinfusion. Iupc placed at 0254. Amnioinfusion started at 0905 300 ml bolus at rate of 999ml/hr then 50 ml/hr. Was started approximately 90 minutes prior to identification of uterine rupture. No fluid returned from amnioinfusion, abdomen palpated soft between contractions. Urgent c/s due to concern for uterine rupture, exhibited change in sve and loss of ability to find fht with external and internal monitors. Surgeon noted placental fragments and fetal head palpable extrauterine consistent with uterine rupture. Therapy duration: 1.5 hour. Uterine activity, measurement of mvus."

Manufacturer narrative:
The complaint is not confirmed because the device was not returned for evaluation and no photos were provided. Additionally, requested follow-up information from the initial reporter was not provided. Investigation description a DHR review was performed and no deviations or ncrs were found to be initiated. The risk profile below was determined by the clinical team. Item : use device for amnioinfusion. Potential failure modes: user fails to recognize that there is no fluid return during amnioinfusion potential effects: increased intrauterine volume could increase risk of uterine rupture harm: injury and/or death to fetus and/or patient severity: 4 root cause analysis a root cause could not be determined because the device was not returned for evaluation. User error and device malfunction cannot be ruled out as potential root causes.